Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12530: d4 model number. E4 should have been left blank.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unknown age patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp pump became dislocated, leading to pump being explanted, and a new pump placed. There was no patient harm reported.